Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was swelling around the cervical spinal cord stimulator (scs) battery pack. The outcome was resolved without sequelae. Interventions included reprogramming. Interventions included administering antibiotics for one week. The patient came in for a post-op cervical spinal cord stimulator (scs) visit, the incision site was clean but there was swelling around the battery site. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the surgery/anesthesia. Relevant medical history included: non-malignant pain, cervical radiculopathy

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.